Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since 2 weeks ago, patient's incontinence issue returned and patient was retaining urine. When the patient was catheterized, the volume was 1400cc. It was noted that patient went through phases of it, but usually therapy would work again. It was mentioned that patient would sometimes adjust stimulation inappropriately which would result in loss of therapy until the doctor readjusted it again. No further complications were reported.